Event description:
Pt had left shoulder arthroscopic rotator cuff repair, arthroscopic acranioplasty and arthroscopic biceps tenodesis. During closure, it was noted that the tip of the needle had broken off. It was unable to be retrieved and remained in the shoulder.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).